Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 5f sheath (model unk) in the right groin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon burst during pullback, between the first and second stop. The device was removed and the patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged from the hospital the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a lak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1301101) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.